Event description:
It was reported that during initial implant procedure patient's new implantable cardioverter defibrillator (ICD) exhibited set screw connection anomaly due to which the setscrew came out of the device header. The device was not installed and the procedure was completed using an alternate device on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported event of set screw issue was confirmed. Analysis revealed the right ventricular set screw was missing upon receipt of the device. The issue was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.